Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ecrp), the screen went dark, then black. There was no pt injury.

Manufacturer narrative:
Olympus followed up with an olympus clinical endotherapy specialist (ces) to obtain additional info. Per ces, during a ercp, the image would come and go. The procedure was completed using a different, but similar device. The device was returned to olympus for eval. The eval confirmed total loss of image. The image was flickering and distorted (black and white). The #1-4 switches were not working properly. The glue on the bending section was cracked and peeling. There was moisture inside the scope connector and corrosion in the electrical connector. The image problem was attributed to loose or poor connection between the charged couple device (cdc) unit and control board inside the electrical connector, and minor fluid invasion in the scope connector. This report is being submitted as an MDR in an abundance of caution.